Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 20-30 mg/dl to above 600 mg/dl, and was subsequently hospitalized. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.